Manufacturer narrative:
(B)(4). Batch # r58t8z. Device analysis: the analysis results that one psee60a device was returned with no visual non-conformances and with a gst60d cartridge reload present. The reload was received fully fired and with the pan dislodged. In addition the pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the cartridge pan came off and it was left inside the jaw after the firing. Another device was used to complete the case. There were no adverse consequences to the patient.